Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced epistaxis, which resolved the same day. The patient experienced hypotension and dizziness, and mean arterial pressure was reported to be 60 mmhg as measured with doppler ultrasound. The patient's torasemide was decreased and it was recommended that the patient increase fluid intake.

Manufacturer narrative:
Section d4: additional information. Section h4: additional information. Manufacturer investigation conclusion: a direct correlation between the device and the reported epistaxis and hypotension could not be determined through this evaluation. It was reported that the patient experienced recurrent epistaxis on (B)(6) 2018, which resolved the same day. The type of treatment for the bleeding was reportedly unknown and it was stated that no further information regarding the epistaxis event was available. Additional information provided indicated that on (B)(6) 2018, the patient also experienced hypotension with a doppler mean blood pressure of 60 mmhg associated with dizziness. The patient¿s torasemid dosage was decreased and it was recommended that the patient increase fluid intake. The hypotension event reportedly resolved. No alarms or functional issues with the lvas were reported in association with the event. The patient remains ongoing on (B)(6) related events have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.